Manufacturer narrative:
A titan touch pump, two cylinders and lockout reservoir were received for evaluation. Examination and testing of the returned components revealed two separations through the bladder of cylinder # 1. Testing revealed these to be sites of leakage. Microscopic examination revealed a central groove, indicating that the area was in contact with a small sharp instrument such as a needle. There are no functional abnormalities noted with the pump, cylinder # 2 or the reservoir. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrumental separations occurred subsequent to the device packaging being opened. Separations of these types would allow the loss of fluid, rendering the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, no further corrective action is required at this time.

Event description:
According to the available information, malfunction.